Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Product damage anticontamination sleeve split/torn: clinical reported sterile sleeve torn off the hub during repositioning. The cause of the anticontamination sleeve damage is not determined due to insufficient clinical details and no returned product . H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient was implanted with an impella 5.5 via the right axillary artery for mechanical circulatory support. On day 48 of support, it was reported that the anti-contamination sleeve of the pump was broken during repositioning the device. The sleeve was wrapped in tegaderm and support continued. It was noted that the pump was later explanted. The explant was not considered premature and was unrelated to the reported complication. The patient's outcome at the time of explant was survived.